Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. No system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the surgeon made the decision to convert the da vinci myomectomy procedure to open surgical techniques after observing a spark and a broken cable around the wrist of the permanent cautery hook instrument.

Manufacturer narrative:
As part of a legal dispute, intuitive surgical, inc. (Isi) received additional information via the notice of claim form stating that the patient ended up with a large 'c-section' style incision, had a much lengthier and painful recover time and incurred general and special damages. Furthermore, for clarification purposes as reported per the initial MDR, in regards to the grey cable that allegedly sparked during the surgical procedure, isi does not manufacture either the cautery cord nor the electrosurgical generator unit (esu) for the da vinci si system. Therefore, the spark from the grey cable is not indicative of a malfunction of the da vinci surgical system. This complaint will remain reportable due to the following conclusion: the site claimed that a small spark from the wrist of the permanent cautery hook instrument was observed and an unspecified cable on the instrument was found to be broken. In addition, the plaintiff's attorney claims that the patient incurred unspecified damages. The reported conversion of the da vinci surgical procedure to open surgery does not in itself meet the criteria for a serious injury and is not considered medical intervention to preclude permanent impairment.

Event description:
It was reported that during a da vinci myomectomy procedure, the surgeon observed a small spark from the wrist of the permanent cautery hook instrument. The instrument was then removed and inspected by the surgical staff. According to the initial reporter, an unspecified cable from the instrument was found to be broken. The surgical staff replaced the instrument and the surgical procedure continued. A little while later during the procedure, the surgical staff reportedly observed a spark on the gray energy cable that connects between the electro-surgical unit (esu) and instrument. At that point, the surgeon made the decision to convert the da vinci myomectomy procedure to open surgical techniques. On (B)(6) 2013, an intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site. According to the fse, the site had removed the esu and energy cable from the da vinci system and both products were not available for evaluation. The fse tested the da vinci system and verified that the system was ready for use. On (B)(6) 2013, isi contacted the risk manager from the site. The risk manager indicated that the surgeon made the decision to convert to open surgery to check if the patient had sustained any thermal burns after sparks had been observed from the permanent cautery hook instrument and energy cable. The open surgical procedure was completed successfully and no thermal injuries were found. No post-operative complications were reported.

Manufacturer narrative:
On (B)(4) 2013, intuitive surgical, inc. (Isi) received a medwatch report with patient identifier nps from the site. The medwatch report provided the following event description: pt in the or for davinci myomectomy. The assisting tech noticed a spark coming from the hook cautery while using inside the patient. Surgeon was notified, and upon confirmation of malfunction, case was stopped and new instrument was exchanged. Case was converted to mini-laparotomy. In addition, on (B)(4) 2013, isi contacted the site. The site indicated that the myomectomy procedure was completed successfully and there was no harm to the patient. The site also indicated that the permanent cautery hook instrument involved with this complaint was no available for return to isi for evaluation. The site was unable to indicate if any issues were observed during set up of the da vinci surgical system and how long the da vinci surgical procedure was in progress before the surgeon made the decision to convert to a mini-laparotomy.